Event description:
It was reported that 3 weeks after the surgery, it was found that the distal two screws backed out. Revision surgery was performed.

Manufacturer narrative:
Method: device history review; complaint history review; risk assessment. Results: the reflex-hybrid variable angle self-dril.scrw was reported to have had the screws back out of the plate post operatively. A review of the manufacturing history was performed on the reported lot number, no issues were found. No product was returned. This event caused a revision surgery. The reported product was not returned for evaluation, additional information such as x-rays, patient demographics and the reported product would be required for further investigation. At this time the representative has indicated this information is not available, if it does become available this investigation will be reopened and further assessed. Because the device was not returned for evaluation, the true cause of the event cannot be determined. Conclusion: because the device was not returned for evaluation, the true cause of the event cannot be determined conclusively. Therefore, the exact cause of the screw breakage cannot be determined and is likely multifactorial.

Event description:
It was reported that 3 weeks after the surgery, it was found that the distal two screws backed out. Revision surgery was performed.

Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental report. Method, result, and conclusion codes will be made available following an engineering evaluation.